Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient still has a catheter that they have to change out every 30 days. They don't know if the stimulator is working correctly. Agent did not ask about the circumstances that led to the reported issue. They then changed to program 2 and increased stimulation to 2.9. The home health nurse asked if they would even know if the device is working since the patient is catheterized. It was recommended that they follow up with their healthcare professional. Additional information was received from a friend or family member regarding a patient. They reported that per their managing doctor, they think the patient¿s bladder is not working. They had a catheter implanted this year since the patient will not urinate at all and they do not know if it is the bladder or stimulator. The physician believes it is patient¿s bladder. They don¿t think the device is working but still is not sure.